Event description:
On may 19: customer reports, "as they were opening the pressure sleeve to load the syringe, the pressure sleeve detached from the illumena powerhead due to broken hinge pin. No injuries.

Manufacturer narrative:
Liebel flarsheim service report states that the field service engineer replaced broken hinge pin, and performed operational verification in accordance with the service manual pn 900955-c chapters 2 + 6. All test passed and unit fully functional.